Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain and chronic low back pain. It was reported that the patients personal therapy manager (ptm) was displaying the code 8286, empty reservoir code. The caller stated that the pump was supposed to be refilled on (B)(6) 2018 but the patient missed the appointment due to her mother being ill. There was no report of an alarm but the patient had not been feeling very well. The caller was redirected to follow up with the healthcare provider (hcp) for a refill. No further complications have been reported as a result of this event.